Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned and the reported event was non-verifiable. Based on the evaluation, the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and conforming when they left zimmer biomet. DHR review was unable to be completed as the subject lot number was unknown. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. The reported event could not be recreated due to the nature of the dental device and event (fracture) and the complaint is related to the functional performance of the device. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation could not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is unknown / not provided. Age at time of event is unknown / not provided. Patient weight is unknown / not provided. Date of event is unknown / not provided. Brand name is unknown / not provided. Catalog number is unknown / not provided. Lot number is unknown / not provided.

Event description:
It was reported that patient presented to the doctor with a hader bar over-denture. The hader bar is cracked and a portion of it was mobile so they planned on removing and replacing with r-tx locators.